Manufacturer narrative:
Device used for off label indication. The indication the device was used for was the treatment of migraines. The patient was implanted in (B)(6).

Event description:
Information was received from a patient who was implanted with a device to treat migraines. It was reported the patient wanted to have the device removed because it was not working/not helping with his migraines. The patient reported they tried reprogramming the device but the reprogramming did not help. The device was sitting in his body doing nothing. It was also reported the leads were affecting the muscles in his back. It was unknown when the leads started affecting the patient's back muscles. The patient couldn't exercise or have massages.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.